Event description:
The advocate stated the customer tested her blood glucose using her contour meter and received readings of 390 and 402 mg/dl. Her glucose was retested using another meter and that reading was more than 200 mg/dl lower than the contour readings. Depending on the actual reading from the other meter, the difference between the readings could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The advocate was advised to return the test strips for evaluation. Replacement test strips and a new meter were sent to the customer.